Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. Technical services (ts) discussed a gradual increase over the past year, ranging from 96 to 128 ohms. Ts suggested bringing in the patient to clear the alert, increasing daily measurements from 125 to 150, and continuing to monitor. It was suggested to perform a commanded synchronized 41 j shock once measurements start to trend over 150 ohms. No adverse patient effects were reported. This lead remains in service.